Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 11:28:52. During night drain cycle one, the patient's ultrafiltration reading was 1450ml, indicating the home patient (hp) drained 1450ml more than their maximum programmed fill volume of 2300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was confirmed through an event history log review. The cause was false empty detect at initial drain and I-drain alarm volume was met. Should additional relevant information become available, a supplemental report will be submitted.